Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that an asymptomatic patient who had been lost to follow-up for over two years, presented in backup vvi mode. A user download did not restore the device. The elective replacement indicator (eri) byte was checked, but could not be obtained as an error message was displayed. Replacement of the device was planned.